Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of pelvic outlet reconstruction and inguinal hernia. It was reported that after a procedure where this device was implanted, the patient experienced scarring, adhesions and bilateral chronic groin pain. Post-operative patient treatment included removal of prosthetic mesh prosthesis and section of the ilioinguinal nerve.